Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the issue was identified prior to the start of the procedure. The procedure was completed with no patient injury and a delay of less than 15 minutes.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found the instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage. Common causes of broken instrument conductor wire - bipolar are attributed to damage through external collisions, during use, or during reprocessing include instrument movements, such as grasping, pulling, or pitching, which can cause the grip to become dislocated or dislodged, and potentially pull the conductor wire out of the routing groove.